Manufacturer narrative:
This is one event (peritonitis) of four events reported for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced peritoneal infections on (B)(6) , 2013 after use of the product.